Manufacturer narrative:
Lot 15g014 was manufactured july 9, 2015- july 10, 2015. The device was received for sample evaluation. A visual inspection was performed and showed no evidence broken cap coil. The reported issue was not verified. However, the blue winged luer cap was noted missing. The unit was not returned in its original packaging, so the cause of the missing blue winged luer cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume intermate was broken. This event occurred during setup of the device. There was no patient involvement. No additional information is available.